Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing and displayed a service code 105. The monitor's electrode belt receptacle connector was broken and missing from the monitor. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 105 (pulse test relay stuck) and that the monitor case was damaged.